Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, yellow particles, opening and broken plug strap. Leak test was performed and found an opening on device. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening and broken plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening, and a broken sharp in the plug strap due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.